Manufacturer narrative:
Additional information is provided for h.2. H.3., and h.6. One device was received for evaluation. Visual inspection revealed the device was cracked on the right plunger case, as well as the top and bottom case. Acu watchdog was found in the event history log. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. Both plunger cases, as well as the top and bottom cases were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported that the pump exhibited primarily audible alarms (paa) following a 1.6.5 update. It is unknown if there was patient involvement, no adverse patient effects were reported.